Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was above 500 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient the patient was hospitalized due to an alleged pump malfunction. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the alleged serious health event was attributed to an alleged unknown malfunction.